Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii and rupture. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to h10 related report numbers: information contained in this report was previously submitted via emdr manufacturer report number 9617229-2025-09172. All information has been consolidated into this report. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as fold flaw opening and observed a missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d6a, d9, h3, h4, h6, h10, h11.

Event description:
Healthcare professional reported a right-side capsular contracture, baker grade iii and rupture. Device has been explanted and replaced.